Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, voids, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
Street line: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted. This record relates to the left side.